Event description:
Originally reported to (B) (6), caregiver of patient self-tested reports: protime system inr result 2.6 followed by, unspecified lab system inr result of 3.66 followed by, repeat protime system inr result 2.8. On (B) (6) 2009, protime system inr result 3.3. Unspecified lab system inr result 4.0. Patient therapeutic range 3.0 - 3.5 inr. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B) (4). Manufacturer method, results, conclusions - manufacturer evaluation / investigation pending product return.